Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 8202, microfracture awl, 45 degree, thin, was being used during a knee arthroscopy procedure on (B)(6) 2024 when it was reported, ¿during surgery proceeding, a microfraturing procedure in the knee, the distal tip of the awl fractured and dislocated in the patient's knee. Customer tried for one hour to find and remove the tip without success.¿. The procedure was completed with a delay time of 1 hour. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported injury of an unknown fragment location.

Manufacturer narrative:
Correction: d1 has been updated from short description to brand name. Manufacturer narrative: visual evaluation of the returned used device found that the tip of the awl was broken off at the machined radius. The broken piece was not returned for evaluation and is approximately 0.200-inches long. Also, the device is slightly bent at the shaft. The examination was performed per print and could not find any issues with the critical dimensions. A root cause cannot be determined; however, based on the damaged condition of the returned used device, a likely cause indicates heavy use and/or the application of excessive force during use. A device history record (DHR) review cannot be conducted as a lot number was not provided. (B)(4). Per the instructions for use, the user is advised do not apply side or bending loads. Application of side or bending loads may result in device breakage and risk of tissue damage or debris. Inspect instrument prior to use to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. Exercise care in the use of the device to minimize side or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. Avoid unintended contact with other surgical instruments during use to prevent damage or breakage. Inspect instrument after use to ensure it has not been damaged. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 8202, microfracture awl, 45 degree, thin, was being used during a knee arthroscopy procedure on (B)(6) 2024 when it was reported, ¿during surgery proceeding, a microfraturing procedure in the knee, the distal tip of the awl fractured and dislocated in the patient's knee. Customer tried for one hour to find and remove the tip without success.¿. The procedure was completed with a delay time of 1 hour. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported injury of an unknown fragment location.